Event description:
It was reported to philips that the allura device had c-arm movement issues. The device was inside clinical use at the time of the event. No harm was reported to philips. A philips field service engineer (fse) visited the site and replaced the propeller potentiometer and conducted a geometry calibration . The device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the c-arm can't move. Review of the system log file showed that the propeller potentiometer was defective. The fse replaced the potentiometer assembly to solve the reported issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.